Manufacturer narrative:
Additional information was received stating that this was an order for parts only for a unit not serviced by ge healthcare. There was no loss of mechanical ventilation. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement.

Event description:
The hospital reported that the unit is not functioning. There was no report of patient involvement.